Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump keypad on the screen was damaged as it was bubbled and need to press hard for the button to respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All buttons function properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the keypad voltage test. Moisture damage was found on the electronic assembly and force sensor during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay.